Event description:
Product issue was reported with our medical linear accelerator. In the abundance of caution, this issue is being reported. There have been no reported injuries as this has been determined to be unknown. "Patient treated at wrong table angle (90deg)." Where the prescription called for 0. Sub-sequent fields were caught and corrected prior to treatment. Initial indications are that this occurred as the table verification option was not enabled during installation. This fact in combination with the user error of positioning the table incorrectly resulted in this event. Further investigation and analysis is necessary and as such a final root cause has not been determined.

Manufacturer narrative:
The table verification option was not enabled during an upgrade installation. We are currently investigating if this was a human error or an error in the installation documentation.